Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 574 mg/dl. The customer had symptoms such as diabetic ketoacidosis and treated with insulin intravenously. Customer's blood glucose value was 574 mg/dl when admitted to hospital. Customer reported that he was admitted into hospital as a result of high bgs. Customer reported that the high blood glucose levels began on unknown date. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined to check their settings. The insulin pump passed the high pressure test. Customer stated that patient was hospitalized because of high blood sugar. Customer stated that patient was unsure of blood sugar but stated the pump said over 600 mg/dl. Customer feels there is something wrong with the pump. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.